Event description:
It was initially reported to ad-tech on (B)(6) 2013 that there was an issue post-op where a pt was in a scan and they noticed that one platinum contact had dislodged from the electrode and remained in the pt.

Manufacturer narrative:
On (B)(6) 2013, the customer provided ad-tech with the catalog numbers and lot numbers of all the electrodes used during the case, but was unable to provide the catalog and lot number of the electrode that malfunctioned. Date of implantation was (B)(6) 2013 through a burr hole and removal was (B)(6) 2013. Retained electrode was found during routine post operative films. Pt returned to the operating room for the removal of the retained electrode on (B)(6) 2013. There is no known adverse effect.